Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system during prime fill process. Customer stated that insulin is squirting out of the insulin pump. Customer also reported that the drive support cap is sticking out of the insulin pump. Customer reported that the force sensor does not detect the reservoir. Customer's blood glucose reading was 108 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The pump was received with a loose/protruded drive support disk, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube and missing end cap sticker. The pump gave a compromised force sensor system alarm during the basic occlusion test due to the loose/protruded drive support disk. The pump passed the idle current test, run current test and displacement test. Unable to perform the self test, off no power, unexpected restart, occlusion, prime or no delivery tests due to the loose/protruded drive support disk.